Manufacturer narrative:
Neither item number nor lot number provided by customer, which could identify effected devices. Provided information only includes item number from another manufacturer. Reported issues clearly shows that injury happened due to user error not due to malfunction of the medical device.

Event description:
Customer states the patient "pulled arm back " during a hand venipuncture causing the phlebotomist to lose control of the device during venipuncture. When attempting to regain control, she pulled the needle from the hand and with the other hand released the tourniquet. Still maintaining the needle in her hand while applying pressure to the site, she attempted to close the butterfly needle safety device with one hand and suffered the injury. The employee indicates because of the patient's actions, she could not remove the needle as trained, activating withdrawal from patient vein closing the safety covering over needle. Customer advises that it was either 367281 or 367297, with no lot number known."